Event description:
An increase in infections for patients receiving breast implants when veritas collagen biological was used as a liner in the breast cavity to support the breast implant had been noted from (B) (6) 2010 to (B) (6) 2011. In 2010, 5 out of 36 cases resulted in infection and removal of implant and reimplantation. This is 14% of implants. In 2011, 4 infections out of 10 cases resulted in infection and removal of implant and reimplantation. This is 40% of the implants performed so far for 2011.infection control identified through surveillance that it appeared that patients who had veritas collagen matrix with their breast implants were developing a surgical site infection more frequently than patients who had another brand of tissue matrix. An indepth analysis was done and it proved that the patients with the veritas collagen matrix were having more infections than the patients with another brand of tissue matrix. Discussed with plastic surgeons and removed veritas collagen matrix from service in (B) (6) 2011.====================== manufacturer response for breast implant, veritas collagen matrix-biological implant (per site reporter)======================nothing yet.